Manufacturer narrative:
7/10/2025 - although the incident does not pertain to a serious injury, we are reporting as it's related to other burn incidents related to heating pads. We are reporting in accordance with our past practices for reporting burns for related heating pads.although the incident does not pertain to a serious injury, we are reporting as it's related to other burn incidents related to heating pads. We are reporting in accordance with our past practices for reporting burns for related heating pads.

Event description:
The consumer claims she used the device on his belly for 20 minutes. The following morning, he noticed burn marks and had a stinging feeling on his belly. Medical attention was not received, and the consumer confirms this is not a high degree burn. The consumer was contacted by our risk management team on 6/24.